Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that during an episiotomy closure in an overweight woman, the terminal end of the needle tip had bent after passing through the integuments. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Samples received: 1 open and used thread, the needle is attached and bent at the tip and in the body of the needle. The used sample sent back shows that the needle has been hold near the needle tip. On pictures, we can easily see slide marks due to a needle holder on this area. The instructions for use specify that the needles must not be held in this area. Concerning the bent area near the channel end, the bending strength test on the involved needle confirms that the needle meets the specification. Needle bending strength results of needle tested was 14.002 nxcm and fulfilled the specification (>10.8 nxcm). In percentage terms, we are approximately 30% higher compared to the specification. In this case, the strength applied by the surgeon was not appropriate for this kind of needle. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but not related to this issue and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Needle bending strength results of needles tested of the raw material batches used in this product during production were 14.058, 13.633, 14.090 and 14.081 nxcm and fulfilled the specification (>10.8 nxcm). Conclusion root cause analysis: the root cause of needle tip bent is a wrong positioning of the needle holder/surgical instrument. The needle holder was too close to the needle tip. Regarding needle bent in the body of the needle, it fulfilled product specifications, so we conclude that the strength applied by the surgeon was not appropriate. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. The case is considered not confirmed as the root cause is a wrong positioning of the needle holder when grasping the needle. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.